Manufacturer narrative:
(D10) concomitant devices: 02-020-14-0315 - truliant cr por fem cr por right sz 1.5: (B)(6). 02-022-51-1509 - truliant tib imp crc insert sz 1.5 9mm: (B)(6). 02-022-55-1515 - truliant por tib tray size 1.5f/1.5t: (B)(6). 200-07-29 - advanced patella 29m 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Immediately following an initial implantation of a right tka, it was reported via clinical study that the patient experienced poor range of motion and continues to have difficulties with range of motion since surgery. The patient was instructed to do physical therapy at home, the devices remain implanted, and the outcome of this event is now considered resolved. The case report form indicates that this event is unlikely related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported surgery cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.